Manufacturer narrative:
G4: 09dec2020. B4: 09mar2021. The da pcba was returned to manufacturer to failure investigation (fi) for analysis. The returned da pcba was installed into known good test device. The device was booted up and was generating breaths and no errors were generated. No fault found fi investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:09dec2020, b4:09dec2020 . The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customers bio-med tested the device and no fault was found except the pressure regulation high error code. The customers bio-med replaced the data acquisition printed circuit board assembly (da pcba) to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27aug2020.

Event description:
It was reported to philips that the device's screen went black and then restarted. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.